Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') in a 26-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included complication of pregnancy. Concurrent conditions included morbid obesity, stomach pain and mesenteric adenitis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth loss ("dental probs teeth falling out"). In (B)(6) 2013, the patient experienced rash papular ("rashes or skin conditions type: red bumps on lower abdomen"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2016, the patient experienced abdominal distension ("hormonal changes describe: bloating") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding."), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), headache ("headache"), nausea ("nausea"), visual impairment ("vision probs"), back pain ("back pain") and fungal infection ("yeast infection"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, iron deficiency anaemia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, tooth loss, headache, nausea, visual impairment, weight increased, back pain and fungal infection outcome was unknown, the menorrhagia, dysmenorrhoea, abdominal pain, rash papular and vaginal haemorrhage had resolved and the alopecia and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, rash papular, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for bleeding: menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, gen. Abnormal bleeding, psych injury, bladder/urinary problems: bladder probs., uti, date(s) of insertion: (B)(6) 2013 (as per pif), (B)(6) 2013, (B)(6) 2013. Date(s) of removal- (B)(6) 2019, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Doctor said it was effective because the dye stayed in her uterus and didn't go into her tubes at all.. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: events- yeast infection, migration of device were added. Lawyer was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') in an adult female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included complication of pregnancy. Concurrent conditions included morbid obesity, stomach pain and mesenteric adenitis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth loss ("dental probs teeth falling out"). In (B)(6) 2013, the patient experienced rash papular ("rashes or skin conditions type: red bumps on lower abdomen"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2016, the patient experienced abdominal distension ("hormonal changes describe: bloating") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding."), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), headache ("headache"), nausea ("nausea"), visual impairment ("vision probs") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, tooth loss, headache, nausea, visual impairment, weight increased and back pain outcome was unknown, the menorrhagia, dysmenorrhoea, abdominal pain, rash papular and vaginal haemorrhage had resolved and the alopecia and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, rash papular, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for bleeding: menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, gen. Abnormal bleeding, psych injury, bladder/urinary problems: bladder probs., uti, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Doctor said it was effective because the dye stayed in her uterus and didn't go into her tubes at all.. Imaging procedure - on 01-dec-2013: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') in an adult female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included complication of pregnancy. Concurrent conditions included morbid obesity, stomach pain and mesenteric adenitis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth loss ("dental probs teeth falling out"). In (B)(6) 2013, the patient experienced rash papular ("rashes or skin conditions type: red bumps on lower abdomen"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2016, the patient experienced abdominal distension ("hormonal changes describe: bloating") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding."), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), headache ("headache"), nausea ("nausea"), visual impairment ("vision probs") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, metrorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, tooth loss, headache, nausea, visual impairment, weight increased and back pain outcome was unknown, the menorrhagia, dysmenorrhoea, abdominal pain, rash papular and vaginal haemorrhage had resolved and the alopecia and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, rash papular, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for bleeding: menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, gen. Abnormal bleeding, psych injury, bladder/urinary problems: bladder probs., uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Doctor said it was effective because the dye stayed in her uterus and didn't go into her tubes at all.. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: (B)(6). Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. Lot number received. New event "abnormal bleeding (vaginal)" added. Hormonal changes updated to hormonal changes describe: bloating, rashes or skin conditions updated to rashes or skin conditions type: red bumps on lower abdomen, dental problems updated to dental problems teeth falling off. New reporters , plaintiffs information added. Concomitant and historical conditions added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.